Manufacturer narrative:
Interviews were conducted with the physician user, another medical advisor to tenex health, the sales distributor and other personnel at the facility. Pictures of the device were provided, although the device was discarded by the facility. It was determined that various technique steps and alerts were not properly followed. The user apparently continued using the device after aspiration was compromised and the occlusion alerts were triggered. The user also appears to have been "coring" the bone with a more forceful or deeper application than instructed and to not have been following the instructed duty cycle during operation. These three factors are believed to have caused the device overheating that led to the superficial skin burn.

Event description:
A patient developed a superficial skin burn following a knee procedure with the tx system and a txb microtip. The treating physician experienced excessive occlusions of the aspiration during the case an observed the handpiece to be overheating. The procedure was interrupted by the event. A dressing was applied to the burn site, and it apparently healed normally. No complications from the burn were noted at patient follow-up 1 week after the procedure. The patient still required final treatment for the initial presenting condition, however, due to the procedure interruption.